Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision surgery, during which, an infection of unknown etiology was identified in the penis area. Therefore, the entire ipp was explanted to let the patient heal. Approximately, six and a half months later, the patient had a tactra malleable penile prosthesis implanted. No additional patient complications were reported.